Event description:
Procedure: lavh, reportedly, during the procedure, there was excessive subcutaneous c02 in the abdominal wall. The situation dissipated on its own with no adverse affects no injury to the pt reported.-